Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The waveguide broke off during product evaluation. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This indicated that the device was not functional. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instructions for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y surgery, 2 and a half hour later, battery was replaced. Then a few seals were made, and alarm was activated. Battery and generator were replaced but the issue was not solved. The dissector was replaced with new one and worked fine. The removed dissector was checked, and coagulum was observed on the jaw hinge. There was no patient injury.